Manufacturer narrative:
As reported, the patient had placement of an unidentified cordis inferior vena cava (ivc) filter. Per in the medical records, the indication was deep vein thrombosis (dvt) and pulmonary embolus and has a history of chronic cervical problems. The patient was admitted with shortness of breath and was found to have pulmonary embolus. The filter was deployed at the level of the third lumbar vertebra. The patient tolerated the procedure well with no complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, and filter embedded in wall of the ivc. A CT scan revealed tilt, perforation and embedment. The patient further reports pain, emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient became aware of the reported events eight years and eleven months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, tilt, and filter embedded in wall of the ivc. The ppf states that a CT scan performed of the patient¿s ivc filter reported tilt, perforation and embedment. The patient further asserts to have suffered pain post implant. These injuries have caused emotional distress, mental anguish, anxiety and stress. Per the information provided in the medical records, the patient has a pre operative diagnosis of deep vein thrombosis and pulmonary embolus, and has a history of chronic cervical problems. The patient was admitted with shortness of breath and was found to have pulmonary embolus. An ivc filter was decided to be implanted to prevent further episodes. During the implant procedure, the right femoral vein was accessed and the filter was deployed at the level of the third lumbar vertebra. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of either an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the filter strut(s) and tilt. The indication for the filter implant has not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry, implant technique and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. It is unknown if the tilt contributed to the reported perforation. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of the filter strut(s). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.